Manufacturer narrative:
A good faith effort (gfe) was performed to clarify the investigation result. The authorized service personal contacted the customer who reported that the suresigns vm6 patient monitor has been scrapped. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. The suresigns vm6 patient monitor was scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacture date for the reported device is prior to 24september2016 so no UDI required. E1 (B)(4).

Event description:
It was reported the suresigns vm6 patient monitor was turned on and used the flower screen, and the pulse oxygen reading was inaccurate. The device was in use on patient at time of event and there was no adverse event reported.